Event description:
It was reported that during operation while using the bd spinal needle 27ga 3.50 in the patient suffered from hypotension. Hypotension was solved during operation. The ae was assessed by investigator as not serious, related to spinal procedure, not related to spinal needle, introducer, stylet and syringe. The following information was provided by the initial reporter: a 29 years old female participant in the mds-20epspeu001 study with number 0506, had spinal needle procedure on (B)(6) 2022 at l3-4. The patient suffered from hypotension on (B)(6) 2022, mild in intensity, recovered on (B)(6) 2022. Patient was treated with phenylephrine doses and fluid were given. Hypotension was solved during operation. The ae was assessed by investigator as not serious, related to spinal procedure, not related to spinal needle, introducer, stylet and syringe.

Manufacturer narrative:
Investigation summary: no photos or physical samples were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. A device history was performed and found no non-conformances were reported during production of batch 2201009. Based on the available information we are not able to identify a failure related to the device or root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trend.